Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the cause was not established for the foreign material in the air/water tube and air/water cylinder. In addition, the cause for the burn on the c-cover was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the repair center technician found foreign material in the air/water tube, air/water cylinder and a burn on the c-cover. There was no patient involvement.